Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following a shock, there was far-field r-wave oversensing along with diminished p-wave and intermittent p-wave sensing. Follow-up did not yield any additional relevant information regarding this event. The lead remains in use. No further patient complications have been reported as a result of this event.